Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 09/02/2015:the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: confirmed a dim display with red hue. Unrelated to the complaint, moisture is present in battery compartment; audio bolus button cover damaged and unresponsive; audio bolus button slug misaligned with contamination present under audio bolus button contact. All keypad buttons present with intermittent function with contamination present under all button contacts. Opened device; no further moisture within device; failed leak test by default via audio bolus button damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
A review of the complaint record indicated that the complaint was received by animas on (B)(6) 2015, not (B)(6) 2015 as previously reported.